Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the trap from the firstpass mini came loose after needle passed suture through labrum, it was removed from patient with an arthroscopic grasper. The procedure was completed with a change in surgical technique, a suture grasper was used to capture and retrieve the tape instead of the device. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient condition is stable.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection showed the device was not returned in any original packaging. The returned suture capture has been disconnected from the upper jaw. Bio debris is present. No other visual deficiencies. A functional evaluation was performed on the returned device and found pulling the lever will close the jaw and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an impact event to the device inconsistent with normal use or excessive force to the device). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.